Event description:
It was reported that the light source's had an air loss issue and an unknown reoccurring error. The event was found during the diagnostic colonoscopy procedure. The intended procedure was completed using the same device. There was no patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
Corrected field: d9 this report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.